Event description:
As reported, during a procedure the sorbafix enhanced fixation device was used to fixate the bard mesh into the tissue. It was reported that four fasteners successfully fixated the mesh, and there was some loosen fasteners which were removed from the patient body. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener failed to fixate the mesh. Review of the video shows sorbafix fasteners fully deployed into tissue, but the mesh is not in the area of fixation. It is unclear if the mesh detached from this fixation point or if the user deployed fasteners into tissue, with mesh underneath. The fixation device is not shown in use to understand how fixation was applied. Review of the video cannot assist in root cause determination. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."